Event description:
On (B)(6) 2012, while practicing on newly installed cardiohelp (serial number (B)(4)) at (B)(6) hospital, the instructor heard a beep. The instructor viewed the cardiohelp's touchscreen after the beep was heard and identified that the screen was blank and the unit appeared to have powered off by it's self. Then the cardiohelp turned on (by it's self) and appeared to perform a reboot (the maquet screen came up) on it's own. The unit then returned to the home screen. There was no patient involvement during this event. Reference: complaint (B)(4).

Manufacturer narrative:
(B)(4).